Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use atrial lead undersensing during atrial arrhythmia with attempts to atrial pace during episode in progress. The atrial lead remains in use. No patient complications have been reported as a result of this event.